Event description:
Medtronic received info that this bioprosthetic valve, implanted 12 days, was explanted due to (B)(6), coagulase negative and a possible fungal infection. It was reported that due to unsuccessful antibiotic treatment, the valve was explanted. At explant, thrombus was removed. The pt was not anticoagulated post-operatively. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event attributed to pt condition. Analysis: upon receipt at medtronic's quality lab, one leaflet was flexible, but slightly stiff possibly due to blood contact and the decontamination process. The other two leaflets were stiff, but slightly flexible due to host tissue overgrowth that line the outflow. All leaflets were intact. A thin layer of tan host tissue lined the outflow of two leaflets and inner outflow wall of the conduit. Host tissue adhered one leaflet to the conduit wall. The same host tissue adhered two commissures, which may have restricted leaflet movement. Radiography shows no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a pt related condition.